Event description:
Pt was revised to address loosening of the femur and tibia. It was reported that there was a large cyst behind the femur. Poly wear and osteolysis were discovered intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.